Manufacturer narrative:
Good faith effort attempts are being made to try and retrieve additional details regarding the reported event, but further information has not been obtained. D2b: pro code (product code): obj.

Event description:
It was reported that a catheter issue occurred. The target lesion was located in the coronary artery. An opticross hd imaging catheter was selected for the ultrasound examination of the target lesion. During withdrawal, the catheter kinked and coiled around the wire. The device was removed from the body along with the wire as a single piece. The procedure was completed using an alternate method. No patient complications reported.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. Visual and microscopic inspection revealed the imaging window was kinked. Microscopic inspection revealed that the guidewire was entangled. D2b: pro code (product code): obj.

Event description:
It was reported that a catheter issue occurred. The target lesion was located in the coronary artery. An opticross hd imaging catheter was selected for the ultrasound examination of the target lesion. During withdrawal, the catheter kinked and coiled around the wire. The device was removed from the body along with the wire as a single piece. The procedure was completed using an alternate method. No patient complications reported.